Manufacturer narrative:
Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear 3-6 lead 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during routine postoperative follow-up, it was found out that patients incision on the neck was not healing. The physician did not suspect it was device related. The patient underwent wound revision wherein additional sutures were added and no leads were touched during the procedure. The patient was doing well postoperatively.